Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received a supplemental form will be completed.

Event description:
It was reported that the pump was dropped and now half of the touchscreen display is black and the other half displays colored lines. There was no impact to customers' blood glucose level.